Event description:
Customer reported "extra" values in the device memory. Customer stated there are 4 more values in the memory that are not in their hard-copy log. No treatment was received. A request was made for return product and replacement product was sent.